Event description:
The customer's mother reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 454 mg/dl. The customer's mother reported that the patient changed the infusion set but used the same reservoir. The customer's mother will advise her daughter to call us to either troubleshoot for high blood glucose or to replace the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.